Manufacturer narrative:
This report is submitted on september 6, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site that was treated with IV and oral antibiotics. The device was explanted on (B)(6) 2021. The patient will be re-implanted once the infection has cleared.